Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display , display anomaly or frozen screen noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery and failed battery test alarms noted during testing. (B)(4).